Manufacturer narrative:
Currently it is unknown, whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at tis time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 500 mg/dl. The customer stated that he attempted to bolus 20 units and the insulin pump was frozen at 7.7 units. The buttons did not respond to button pressing. Reviewed the programming, alarm history, date, and time and they were correct. No further info was provided.